Manufacturer narrative:
Result of investigation: most probable root cause: user error. As the electrode is completely bent and the broken surface has a ductile appearance it is most likely, that the electrode got exposed to excessive force during application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following event description was reported: "breaking of the bipolar resection loop during the procedure in the uterus". The procedure was completed successfully. No adverse consequences for patient, user or third were reported. No negative impact for the patient in state of health were reported. There was no surgical delay or prolongation of surgery. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).